Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a strand of hair was identified inside of the sealed packaging of a wayne pneumothorax set during inspection by the distributor. The complaint device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (medical device problem code - annex a) investigation ¿ evaluation it was reported that a strand of hair was identified inside of the sealed packaging of a wayne pneumothorax set during inspection by the distributor. The complaint device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device, as well as a visual inspection of a customer provided photo, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did provide pictures of the hair-like fiber inside the packaging. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the complaint lot and records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. An expanded DHR was performed. Additional related lots were reviewed, and no additional complaints were reported from the field. There were related non-conformances but there are 100% inspections in place to identify these failures before shipping and all non-conforming material was scrapped. There is no evidence that additional non-conforming product exists in house or in the field. The information provided upon review of provided photos indicates the device was manufactured out of specification. However, based on review of the device master record, product labeling, device history record, and device failure analysis, there is no evidence of additional nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_wayne_rev12] ¿wayne pneumothorax set for trocar placement,¿ provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, review of the customer provided photo, and the results of the investigation, cook has concluded a manufacturing/quality control deficiency is the cause of this failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.